Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient was undergoing a breast augmentation procedure with a mentor smooth round moderate plus profile 425cc saline breast prosthesis when the surgeon could not finish filling the implant because saline started to leak via the valve. There was no reported delay in surgery and no consequence to the patient.

Manufacturer narrative:
On 04/08/2019, mentor received additional information about the event. The patient¿s race is white and ethnicity is not hispanic/latino. She was scheduled to undergo a primary breast augmentation with the suspect medical device. On 04/24/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer reference number: (B)(4).

Manufacturer narrative:
On 05/09/2019, mentor completed the investigation on the suspect medical device. The analysis results show that the device appeared intact. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were discovered a possible causes of rupture of gel-filled implants include, but are not limited to the following events: intraoperative or postoperative trauma, excessive force to the chest; trauma; compression during mammographic imaging; and severe capsular contracture. The reported complaint was not confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).